Event description:
It was reported that the hook broke during surgery and broken part remained in the femoral tunnel secured with a screw overtop. Surgery completed successfully. No patient injury.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed the tip of the device has broken off. The device met all material specifications as received. Complainant's event is typically caused by flexion/ extension of the joint or leveraging the hook while the tip is still in the bone tunnel or hitting the device with another device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.